Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that patient reports she cannot get her ins to work right because when she attempts to increase her stimulation, she gets settings not available. Patient noted that the controller is charged and her ins is at 90%, but is still not able to increase stim. Patient states that she needs stimulation in her back, because her "back is killing her" due to the pain levels. Patient confirmed she only had one group available (group a), and program 1 was set to 1.8 and program 2 was set to 2.8. Patient reported when she tried to increase stim for either program, that settings not available appeared. Patient tried decreasing stimulation under program 2 to 0.0, but when she attempted to increase, settings not available appeared.

Event description:
Patient clarified she was seeing the settings not available screen when trying to increase stim. The patient already tried resetting the controller. The patient mentioned she had a fall. It was reviewed that when a patient has a fall, this can be a reason the settings not available screen, and they should follow up with hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt reported seeing "not registered" on the controller screen "or something like that' pt stated when she tried to increase stimulation since a couple of days ago patient services (pss) tried to clarify with pt what the message was and she could not provide any more detail. The troubleshooting done while on the call includes pss had pt try to use the controller to connect to the ins. The controller is showing ins needs to be recharged - connect the recharger and charge the ins. Pt plugged in the rtm cord pt reported seeing "looking for a device" pt reported seeing "poor recharge quality" pt then repositioned the antenna to 1" below the incision line / scar then pt reported seeing excellent charge quality screen pt reported seeing the ins battery level is too low to provide stimulation pss suggested pt charge the ins. Pt stated she charged the ins completely yesterday (B)(6) 2020 so it should not be depleted today. Pt stated she charges the ins every 3 days. Pss suggested pt charge the ins and call back to troubleshoot.